Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farastar pfa generator was selected for use. It was mentioned that a noise issue occurred. The issue could not be solved, so the procedure was cancelled due to this event. The patient was already sedated when the procedure was cancelled. The device is not expected to return as it remains in service.